Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse ran the unit for approximately 40 minutes and was unable to replicate the reported issue and activity with the touchscreen. The fse replaced the 12.1 " touchscreen assembly per the customer's request, and then completed the diagnostics and performances tests without any visual issues. The fse then performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service. (B)(6).

Event description:
It was reported that the lower control screen of the cardiosave intra-aortic balloon pump (iabp) began to flicker, as well as shutter back and forth after the unit was on for approximately 30 minutes. It was further reported that the touchscreen would get shaky and start moving. The customer reported that when the unit was rebooted, the issue was resolved; however, after the unit was on for some time, the issue returned. Moreover, the customer reported no issue with the top screen. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Updated fields: a1, a3 (to be left blank), h6 (patient code).

Event description:
It was reported that the lower control screen of the cardiosave intra-aortic balloon pump (iabp) began to flicker, as well as shutter back and forth after the unit was on for approximately 30 minutes. It was further reported that the touchscreen would get shaky and start moving. The customer reported that when the unit was rebooted, the issue was resolved; however, after the unit was on for some time, the issue returned. Moreover, the customer reported no issue with the top screen. This issue occurred when the customer was testing the iabp. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that the lower control screen of the cardiosave intra-aortic balloon pump (iabp) began to flicker, as well as shutter back and forth after the unit was on for approximately 30 minutes. It was further reported that the touchscreen would get shaky and start moving. The customer reported that when the unit was rebooted, the issue was resolved; however, after the unit was on for some time, the issue returned. Moreover, the customer reported no issue with the top screen. This issue occurred when the customer was testing the iabp. There was no patient involvement, and no adverse event reported.